Event description:
The customer reported a fault when doing high dose x-ray. The fe confirmed the system would shut down when doing x-ray with high kvs. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested, found to be working as intended and returned to service.